Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit(30 cm).

Event description:
A report was received that the patient's leads had been corrupted. It was also reported that the patient had fallen several times directly to the ipg site. Physician suspected that the high rate of fall had caused fracturing both infinion, the splitter and two other eight contact leads. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Additional information was received that the patient underwent a revision procedure wherein the leads, splitters and ipg were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads had been corrupted. It was also reported that the patient had fallen several times directly to the ipg site. Physician suspected that the high rate of fall had caused fracturing both infinion, the splitter and two other eight contact leads. The patient will undergo a lead revision procedure.